Manufacturer narrative:
Conclusion: device investigation revealed a device failure due to a coil wire overload fracture. The accidental trauma to the head described in the recipient report appears to match the damage found. This is a final report.

Event description:
The user was playing soccer on (B)(6) 2023 not wearing his samba 2 audio processor (ap). He was hit with the ball on the left side of his head. He wore his ap after the game but could not hear any sound from device on the left side. The user has been re-implanted.

Event description:
The user was playing soccer on (B)(6) 2023 not wearing his samba 2 audio processor (ap). He was hit with the soccer ball on the left side of his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.